Event description:
"It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the physician opted to program different shock vectors, which resolved the out-of-range measurements. No adverse patient effects were reported. This lead remains in service." Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).